Event description:
It was reported that the pt was implanted with a 30mm gore helex septal occluder in 2008 to close a patent foramen ovale. The defect ballooned sized to 15mm and the device was implanted without complication. Following the implant, a residual shunt was noted but the physician was pleased with the implant and the case was ended. At a six month f/u, a bubble study revealed a significant right to left shunt. The bubble study was repeated at 11 month f/u and the residual shunt persisted yet was not as significant. A reintervention was performed in 2009 to close the residual shunt. Echocardiography revealed that the right atrial disc of the helex occluder was not properly apposed to the atrial septum due to a prominent eustation valve. A 10mm amplatzer device was implanted and while not being well apposed to the septum, it closed the shunt and was left in situ. The pt was doing well following the procedure.

Manufacturer narrative:
A review of the mfg records has been conducted. The review of the mfg records verified that the lot met all pre-release specifications.